Event description:
It was reported that during a reanastomosis following a colostomy procedure, the stapler fired and cut, but no staples formed. The procedure was completed with sutures. There was no reported pt consequence.